Event description:
I am requesting your assistance in dealing with roche diagnostics. I have not been able to resolve issues with them on my own. The circumstances are as follows: in 2006 at approx 3:30p.m., I was driving home from work. My blood sugar decreased to a low level and I had an insulin reaction and drove into the left lane and crashed head on into another car. I am very fortunate that the person in the other car was not injured. That was a big relief. I had a broken rib which was diagnosed through x-rays when I went to urgent care the following day. My aviva accu check blood glucose meter malfunctioned and gave me a reading that was in error, which caused me to over compensate when I injected the insulin. My car was totaled and so was the other person's car. I told my situation to the legal department of roche diagnostics. I had many conversations with clarice mccauly. They immediately overnighted a new meter, which malfunctioned after one day. It totally did not function. Roche then sent me another meter and after my first blood sugar test, it malfunctioned. These two meters were the same as the first one that malfunctioned - aviva accucheck-. They then sent me a third meter, which finally functioned appropriately. I luckily had no other negatively consequences until the one that functioned appropriately. I luckily had no other negative consequences until the one that functioned properly arrived. Ms. Mccauly wanted me to send roche the meters so they could do diagnostic tests on them. I refused to send the meters to their company because I do not trust large drug companies particularly after what had transpired. I compromised and said I want some objective independent company to test them and I suggested ge medical because they deal with medical devices, but they flatly refused and said they would only have roche diagnostic test them. We had discussions for months. Felt very strongly because I almost killed someone, and this was a very serious matter. I told them, I was going to contact the FDA and my senator. I asked them for their email and they refused. She gave me a phone number and her fax number, but refused to give me their email. I then talked to her supervisor. He wrote me a letter and said we are at an impasse and he could not compensate me unless I was willing to send him the meters. I told him no, it must be done by an objective/independent company. He wrote me a letter giving me an opportunity to send it to him again and he could not evaluated the claims without the meter. The supervisor did give me his email, which I will forward to you. I have contacted the FDA over a dozen times on the phone. You have to leave a message and I told them to contact me during the day at work. They left one message at my house and it has been impossible to speak with them. This has been a very frustrating process. I am going to write a similar letter to senator feingold of wisconsin. Please investigate roche diagnostics. I still have the meters and would like to continue the process through an objective agency/company. Dates of use: 2005-2006. Diagnosis: blood glucose meter to test blood levels, blood glucose meter to test blood levels. Event abated after use stopped: yes.